Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc freestyle libre reader not powering on with button press. On (B)(6) 2018 at 4:30 p.m., customer experienced symptoms of hypoglycemia described as "shaking" and was unable to self-treat. Customer was treated with oral sugar by his wife. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. The reader did power on with button depression. Visual inspection has been performed on the reported reader and damaged was observed. The event log was uploaded successfully. Damage to the reader is consistent with the reader being subject to an hard impact such as being dropped. The complaint is not confirmed to a use related issue.

Event description:
Customer reported he was unable to test due to his adc freestyle libre reader not powering on with button press. On (B)(6) 2018 at 4:30 p.m., customer experienced symptoms of hypoglycemia described as "shaking" and was unable to self-treat. Customer was treated with oral sugar by his wife. No further treatment was reported. There was no report of death or permanent injury associated with this event.